Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer ran liquid flow cleaning (lfc) cycle and changed the measuring cell, tubes, and pinch tubes for both channels. The photomultiplier voltage was adjusted, calibration data erased, cell blanks were performed, and performance testing was completed. Calibrations and qc were within the acceptance range.

Event description:
There was an allegation of questionable results from the cobas 8000 - cobas e 602 module. The samples were repeated on another cobas e 602 module at the site. Patient (B)(6) rubella igg initial result was 3.92 (negative). The repeat result was 28.97 (positive). Patient (B)(6) initial result was (B)(6). The repeat results were (B)(6). The toxoplasma igg initial result was 5.274 (positive). The repeat result was 0.130 with a data flag twice (negative). The questionable results were reported outside of the laboratory. The rubella igg reagent lot number was 51459500. The (B)(6) reagent lot number was 47997800. The toxoplasma igg reagent lot number was 51785900. The expiration dates were requested but were not provided.